Event description:
It was reported by service report that the top of the siderail snapped off and the siderail cannot be locked in the up position. No pt involvement or adverse consequences are reported.